Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaints types events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2, -11.50 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to the lens being tore from the insertion. The lens was exchanged with a similar lens and the problem was resolved.

Manufacturer narrative:
Additional information: device evaluation: product evaluation found lens returned dry in a micro centrifuge vial with clear surgical residue/debris on product. Visual inspection found a pieces of the haptic missing and white residue on lens. (B)(4).